Event description:
A physician reported that during an intraocular lens (iol) implant procedure the leading haptic was cut and optic was scratched during the surgery. The lens was implanted and explanted during the initial procedure. The procedure was completed with replacement iol. There was no patient harm additional information has been requested but no information is available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).